Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. 3 good faith efforts (gfe's) was performed to get additional details about service and part replacement but we haven't received any response. So, the investigation shall be closed now. If any new information received, the complaint will be reopened and update it.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill error and disk replacement needed.